Manufacturer narrative:
(B)(4). According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the heart block is likely related to the mechanism described above. In addition to the procedure itself, the patient¿s advanced age (85) may have put the patient at higher risk for the development of complete heart block during this procedure. The cause of the reported non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed. However, placement of the second valve resolved the issue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure, human factors.

Event description:
During a transfemoral tavr procedure, prior to valve deployment, as the delivery system was advanced through the native annulus, the patient developed complete heart block (chb). The patient was paced to maintain a regular rhythm throughout the procedure. A decision was made to a place a permanent pacemaker after the procedure. When hemodynamic stability was achieved, the valve was deployed. The system was prepped with 1 cc less of the volume in the balloon. After valve deployment, the delivery catheter was placed into the aorta and a tee was performed to assess paravalvular leak (pvl) placement. It was noted on tee that one leaflet of the valve was immobile and there was moderate/severe central aortic regurgitation (ar). The stiff wire in the ventricle was pulled back into the aorta and pvl was assessed, moderate/severe ar as well as leaflet motion was unchanged. The wire was then advanced past the valve into the left ventricle. A decision was made to place a second valve as the ar and the leaflet motion remained unchanged. A second valve and delivery system were used -1/2 cc of the volume, the valve was delivered and deployed within the first valve without any complications. The patient remained stable throughout the procedure. The ejection fraction was 65%, the sinotubular junction diameter measured 23mm and the sinus of valsalva (sov) diameter measured 27mm x 30mm x 27mm. The native annulus and leaflets were moderately calcified and the aortic root was mildly calcified. The coaxial alignment of the delivery system and image intensifier were good; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.